Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction can be identified. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device remained in the patient. Additional information was not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Lot number was not provided therefore device history record cannot be investigated. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported that during a shoulder instability case, the 3.0 bio-composite suturetak suture anchor, ar-1934bcf, broke out of the glenoid neck. The surgeon was able to remove the suture material however, the anchor could not be seen as it was enveloped within the capsular tissue. The surgeon felt it was too risky to work medially to find it. Therefore, the anchor was left imbedded within the capsular tissue and was not removed.